Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The system was unable to power up. The blinking red single battery indicator was on. They replaced the battery tray 6. They verified the voltages and dash. Then they performed multiple reboots along with multiple 2d and 3d exposures. Then performed a system checkout. The system is operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system had been left plugged in, but the batteries are not charging. No patient was present at the time of the event.